Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The color control module was likely the cause of the failure which is no longer manufactured. System replacement has been recommended. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilationâ during pre-use check. There was no patient involvement.